Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were repaired and the stuck cassette was removed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a cassette stuck in the bucky tray and they could not fluoro. This rendered the system unusable. There is no report of injury or death associated with this event.